Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. During troubleshooting, the fse identified that a fuse on the circuit board for the 1-phase uninterruptible power supply (ups) was defective. To resolve the issue, the fuse was replaced, and the voltage supply to the power distribution unit was restored. The system was returned to use in good working order and is ready for clinical use. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.